Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The site reported that biomed checked out the hand switch and stated that there are not any wires exposed. They put some electrical tape over them in the mean time. A medtronic representative went to the site to test the equipment and part replacement. The hand-switch cable was found to be frayed and therefore replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The x-ray hand-switch was returned to the manufacturer for analysis. Investigation confirmed complaint "exposed wires." Coiled cable has >20 areas the external insulation has been cut through and compromised. Individual inner wire insulation is intact, no exposed conductive wire strands. The hardware investigation found that reported event was related to a physical damage failure mode; the cable was dented, nicked, scratched, bent.

Event description:
A medtronic representative reported that the imaging system's hand switch has a cut with exposed wires and needs to be replaced. There was no patient present when this issue was identified.